Manufacturer narrative:
It was reported that during an oral surgical procedure, a pt suffered a burn to the inside of the cheek from the coated portion of the tip. The extent of the burn or need for any medical intervention was not known by the account. Calls were placed to the surgeon asking for additional info but he did not respond. A cautery tip was returned for evaluation. The cautery pencil was not returned. The sample was reviewed and tested. Char marks were found on the tip and the insulation. No crack was identified in the insulation. The tip was inserted into a pencil and cycled 10 times in both the cut and coag modes at a setting of 20-cut and 15-coag. The device performed normally on all cycles at both modes. No arc or any abnormality was found during the test. It is not known if the tip was adequately seated on the cautery pencil or if the device came in contact with any instruments during the procedure. The sample was evaluated and performed according to specifications. However, due to the reported burn to a pt, this MDR is being filed.

Event description:
It was reported that the inside of a pt's mouth was burned by the cautery tip.